Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the balloon lodged within the returned introducer sheath. A complete break in the outer catheter shaft was noted, proximal to the balloon. Additionally, stretching was noted to the shaft, and exposed inner polyimide guidewire lumen. The introducer sheath was examined, and buckling was noted to the sheath, as well as flaring to the sheath tip. Therefore, the investigation was confirmed for the reported sheath-related retraction issues, as well as confirmed for a break in the catheter shaft. The investigation was unconfirmed for balloon detachment, as it is likely that the user perceived the break in the catheter shaft as balloon detachment. It is likely that excessive force during retraction caused a break in the outer catheter shaft. However, the definitive root cause for the retraction problems could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Event description:
It was reported that after multiple inflations in a venous anastomosis, during retraction through a 7 fr sheath, the balloon catheter allegedly became lodged within the sheath and the balloon allegedly separated from the catheter. It was further reported that the balloon catheter and sheath were removed together as a single unit without incident. Reportedly, another balloon catheter and sheath were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after multiple inflations in a venous anastomosis, during retraction through a 7 fr sheath, the balloon catheter allegedly became lodged within the sheath and the balloon allegedly separated from the catheter. It was further reported that the balloon catheter and sheath were removed together as a single unit without incident. Reportedly, another balloon catheter and sheath were used to complete the procedure. There was no reported patient injury.